Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2022 with blood glucose level was 360 mg/dl. The current value of blood glucose level was 170 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not provide any information about the symptoms due to high blood glucose. Auto mode feature was active at the time of incident. The troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. The customer was hospitalized for alleged high bg's on (B)(6) 2022. Customer confirms that retainer ring is clear. On a related svn (B)(6) the customer was hospitalized - not pump related - also patient mention that there was a difference with pump bg and bg that he takes on bg meter on (B)(6) 2022. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0872 inches. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, broken belt clip rail, scratched serial number label, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. The pump was able to communicated with the test bg meter. The test value of 104 mg/dl was sent by the meter and received by the pump. No communication anomaly noted. Device passed the functional testing. Unable to confirm alleged high bg's. The retainer ring color is black not clear. Pump/meter communication anomaly not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.